Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was experiencing communication issues with his programming system. The device was tried multiple times and the communication errors persisted. A tablet's serial cable was attempted on a known good programming system and the communication issues were found on the new tablet. A known good serial cable was then tried on the previously malfunctioning tablet, and there were no communication issues. The connection between the serial cable and the tablet was verified as secure. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.